Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during the procedure, while delivering the stent through the guide catheter, the subject stent was noted missing on the delivery wire and was not confirmed under fluoroscopy. The procedure was stopped and the physician will re-attempt to perform the procedure in two weeks. There was no clinical consequences to the patient and the patient was not affected as a result of the surgical delay or the due to the reported event.

Event description:
It was reported that during the procedure, while delivering the stent through the guide catheter, the subject stent was noted missing on the delivery wire and was not confirmed under fluoroscopy. The procedure was stopped and the physician will re-attempt to perform the procedure in two weeks. There was no clinical consequences to the patient and the patient was not affected as a result of the surgical delay or the due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for evaluation. Therefore, visual and functional analysis were not performed. The reported event is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint, it is likely that the stent was deployed prematurely during preparation/use and deployment was not noted until the device was being inserted in the guide catheter, this however cannot be conclusively determined. Additional information indicated that no damage was noted to the device/packaging before attempting to use the device. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of 'undeterminable' was assigned to the reported event.